Manufacturer narrative:
Additional review indicates that (B)(4) does not apply to this event, but (B)(4) does. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a lead disconnection from an im plantable neurostimulator (ins). In stage ii of the implantation, the implanter cannot insert the proximal end of the lead into the ins lead channel completely and totally. Even if the implanter anchored the lead with setscrew and try their best to fix the lead with sutures, the result is dysfunction of electrode 0 or 1 with unusual impedance value and lead migration or disconnection from ins. No symptoms were reported. There were no further complications reported and/or anticipated.